Event description:
It was reported the pt was receiving unwanted stimulation in the chest area. The pt was implanted for mastectomy pain. Follow up found the issue was overstimulation at the target area. The sjm representative provided reprogramming and the issue was resolved initially. Follow up identified the pt had met with the physician and surgical intervention was pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.